Event description:
At about 10 months after primary, the patient has been revised because of aseptic loosening of the gmk-sphere tibial tray. The surgeon implanted successfully gmk-revision components. It is reported that the patient is allergic to nickel

Manufacturer narrative:
Batch review performed on 09-dec-2024. Lot 2248138: (B)(4) items manufactured and released on 29-mar-2023. Expiration date: 2028-03-12. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: 10 months after primary cemented tka in a patient with nickel hypersensivity, the tibial tray is mobilized and needs replacement. The relationship with the hypersensitivity problem is likely but not demonstrated. It's also possible that the tray ended up being slightly undersized, but we cannot determine which of these factors was determinant in the development of the adverse event. Visual inspection: revision surgery of a gmk sphere implant for tibia loosening after 10 months from primary implantation. From visual inspection based on the pictures of the explanted components. No anomalies can be noted on the implants. No residual cement can be identified on the distal surface of tibial baseplate. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant related (such as cementation process, temperature, time, presence of fluids on the surfaces of cement interface). Patient allergy to nichlel is reported. This shouldn't have played a role in the event. From visual inspection, there is no evidence to suspect that the event is related to a faulty device. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.